Event description:
According to the reporter, post operatively, on a breast gender affirmation surgery, on skin closure, dermal and subcuticular using 2 sutures, the patient had 1 cm dehiscence. There was tissue damage. The surgeon put in a few more stitches to treat the damage. A follow up appointment was noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.